Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the non-tortuous and severely calcified superficial femoral artery. A 6.0 x 40, 135cm mustang balloon catheter was advanced for dilation. During first inflation at 6 atmospheres, the balloon ruptured. The device was removed using normal method without issue and the procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
D2b - pro code (product code): fge, lit. G4 - premarket / 510(k): k141521, k141597.